Event description:
Health professional reports: protime system inr result 6.4. Unspecified lab system inr result 3.18. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Customer reports satisfactory quality control results both prior to and after pt event. Manufacturer eval pending product return. Manufacturer results: manufacturer eval pending product return. Manufacturer conclusions: manufacturer eval pending product return.